Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing, two dilators, and a 2-l catheter for evaluation. Visual examination of the returned swg revealed one kink and one bend in the guide wire body. No damage was noted on the tub assembly. The distal j-bend was intact. Both welds appeared spherical and fully formed. The kink in the returned swg was located at 410 mm from the proximal end. The bend in the returned swg was located at 422 mm from the proximal end. The overall length of the guide wire measured 455 mm which is within specifications of 444-456 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.454 mm, which is within the specification limits of 0.43-0.47 mm per the guide wire product drawing. The returned swg passed through a 21 ga lab inventory introducer needle, and the two returned dilators with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed, with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was kinked during use was confirmed through visual examination of the returned sample. The returned guide wire had one kink and one bend in its body. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the sample returned and the complaint description, user error likely caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the doctor was performing the procedure according to IFU. The doctor tried to insert swg (spring wire guide) into the patient, but felt it was stiff. It was hard to enter patient's vessel. A new kit was opened, and the procedure was completed.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg kinked in use.

Event description:
The customer reports: the doctor was performing the procedure according to IFU. The doctor tried to insert swg (spring wire guide) into the patient, but felt it was stiff. It was hard to enter patient's vessel. A new kit was opened , and the procedure was completed.